Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of failure to capture and high capture threshold.

Event description:
It was reported that during implant procedure, this right atrial (ra) lead exhibited failure to capture. The lead was apparently positioned correctly, however, the lead still exhibited high capture threshold. As a result, the physician decided to remove this lead prior to pocket closure and replace it with another one. No adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that during implant procedure, this right atrial (ra) lead exhibited failure to capture. The lead was apparently positioned correctly, however, the lead still exhibited high capture threshold. As a result, the physician decided to remove this lead prior to pocket closure and replace it with another one. No adverse patient effects were reported. The lead is expected to be returned for analysis.

Event description:
It was reported that during implant procedure, this right atrial (ra) lead exhibited failure to capture. The lead was apparently positioned correctly, however, the lead still exhibited high capture threshold. As a result, the physician decided to remove this lead prior to pocket closure and replace it with another one. No adverse patient effects were reported. The lead was expected for return but has not been received. Attempts to obtain further information regarding the product location were unsuccessful. If this device is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that during implant procedure, this right atrial (ra) lead exhibited failure to capture. The lead was apparently positioned correctly, however, the lead still exhibited high capture threshold. As a result, the physician decided to remove this lead prior to pocket closure and replace it with another one. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.